Event description:
Spontaneous: per (B)(6), from a hospital in (B)(6). Patient admitted to ER with altered status (no further details). Patient was off of medication for about 20-30 minutes due to occlusion error message on pump sn (B)(4). However, pump started to run again with no issues. No other information provided by the hospital at this time. No other information available. Unknown if prescribing md is aware. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Unknown. Patient is in "altered status". Is the actual device available for investigation? Yes. Did we replace device? No. Did the patient have a backup device they were able to switch to? Unknown. But, infusion resumed with no issues after 20-30 minutes. Reported to (B)(6) by health professional.